Manufacturer narrative:
During follow up, the customer¿s contact indicated that they had since received a new pump, and had not had any issues since then. The t:slim g4 users guide states the following: the t:slim g4 system is not approved for and should not be used by individuals less than 12 years of age. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevating (no values provided), and the cause was unknown. No additional information was provided. Customer's contact was to call back and troubleshoot.

Manufacturer narrative:
D1, d2b.